Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, the implantable cardioverter-defibrillator exhibited ventricular oversensing. High frequency, low amplitude noise was oversensed on the right ventricular channel. Isometrics were unable to reproduce the signal. Programming changes were made. The patient was stable.